Manufacturer narrative:
The lot was manufactured april 10, 2016- april 12, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked fluorouracil upon opening of the airtight bag containing the infusor. During preparation it was verified that both the cap of the fill port and the luer lock cap of the distal ends were tight. There was no patient involvement. No additional information is available.